Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) would not recognize the grounding pad. Prior to calling, the customer power cycled the iesu twice and tried multiple pads, but still the issue persisted. The customer attached the grounding pad to their own arm and still would not recognize. The technical support engineer (tse) reviewed the system logs and found no related errors. The tse suggested the customer to use a force triad generator. The customer was able to locate one and had the cable to connect it to the vision side cart (vsc). The customer was able to get all the settings arranged and acknowledged the use of the force triad at the surgeon side console (ssc). The customer continued the procedure on with the force triad for monopolar and the vsc for bipolar energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu for customer satisfaction. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the customer reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a force triad generator for monopolar energy. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Refer to the following fields for additional information: g3, g6, h2, and h3 refer to the following fields for analysis information: h6 and h10 intuitive surgical, inc. (Isi) received the part(s) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis but the reported failure that the erbe would not recognize the grounding pad could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Upon visual inspection, the unit was in good condition.

Event description:
Refer to h10/h11 for follow-up information.